Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's recharger and programmer had been damaged due to the hurricane flooding. The patient said their back was "killing them" because they could not turn their device on. They were reportedly experiencing aches and pains. No further complications were reported or anticipated.